Manufacturer narrative:
(B)(4). D10: 51-107170 tprlc 133 mp type1 pps ho 17.0 6576051, 51-107150 tprlc 133 mp type1 pps ho 15.0 6626698, 51-104140 tprlc 133 t1 pps ho 14x148mm 6551110, 51-106170 tprlc 133 mp type1 pps so 17.0 6047722, 51-145170 tprlc xr mp t1 pps 17x119mm 7269954, 51-106150 tprlc 133 mp type1 pps so 15.0 7206046, 51-145130 tprlc xr mp t1 pps 13x111mm 7011642, 51-105150 tprlc xr t1 pps 15x150mm 6222403, 51-104170 tprlc 133 t1 pps ho 17x154mm 6971792, 51-109050 tloc 133 mp sp t1 pps ho 5x95 6773163, 51-104160 tprlc 133 t1 pps ho 16x152mm 7193511. G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the circulated items were inspected and that the sterile packaging was damaged. There was no patient involvement. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d9, g3, g6, h2, h3, h6, h10. Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (blister). Sterility has not been compromised. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. The reported event has been confirmed by evaluation of the returned product and provided photos. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional event information to report at this time.